Event description:
According to the initial information received, a (B)(6), male, was successfully implanted with a 22mm amplatzer septal occluder (aso) on (B)(6), 2011, to occlude a large atrial septal defect. On (B)(6), 2011, an echo was performed and the aso was well positioned and no shunting was observed. On (B)(6), 2011, during an office visit, an echocardiogram noted the aso had embolized to the left ventricle. The patient was sent to surgery for removal of the aso and a patch was used to repair the defect. The patient was noted to be doing well post surgical procedure.

Manufacturer narrative:
Review of the medical records and images by sjm's medical consultant resulted in the following findings: this adult male patient was found to have a large asd. He underwent device closure with a 22mm aso and the procedure was uneventful. The next day, an echocardiogram showed the aso in place and the patient was discharged. The patient returned a week later for a routine follow-up. At that time, it was discovered that the aso had embolized into the left ventricle. The patient was referred for surgical removal of the aso and patch closure of the defect. The surgical procedure went well and the patient was noted to be doing fine. One cd with three transesophageal echocardiogram (tee) and one transthoracic echocardiogram (tte) was provided for review. The cath lab report and surgeon's operative notes were also reviewed. The pre-procedure tee and the intra-procedure tee were helpful in ascertaining the type of asd. Both tee were of good quality with sequential interrogation of the atrial septal rims in 4-chamber, short axis aortic and bi-caval views. The patient had a large asd with left to right shunting. In the 4-chamber view, the superior rim was adequate but thin and flimsy, the aorta showed a sliver of an aortic rim. The ivc rim was thin but adequate as well. In the short-axis views, there was aortic rim deficiency in some views. The posterior rim in 37, 13 and 61 degrees was thin and of poor consistency. The true defect in these views, therefore, measured more than 25mm (especially in 13 and 61 degrees in pre-procedure tee performed in november). Balloon sizing was performed and the defect was measured at 25mm. A 22mm aso was chosen. The initial deployment was unsuccessful because the left atrial disc protruded across the aortic rim into the right atrium. The aso was re-captured and re-deployed. The second deployment was stable. The aso acquired a very thin profile after placement. The left atrial disc was turned in toward the aorta in short-axis view but appeared stable. The tte performed the next morning revealed the aso in place. There was mild mitral regurgitation present but unrelated to the aso. The tee performed a week later showed the aso in the left ventricle outflow tract without any evidence of impingement of the mitral or the aortic valve. The surgeon's note stated that the aso was in the left ventricle and was removed without difficulty. The asd was large and closed with a gore-tex patch. The patient had some coagulopathy and required platelet infusion. According to sjm's medical consultant, the following conclusions were drawn: this was a large, complex asd. The defect was oval in shape. Aortic rim deficiency was seen in more than one view. The posterior rim was with very poor consistency and almost absent in 13 degrees pre-procedure tee. The ivc rim was thin and fluttered during the cardiac cycle. The defect was larger than 22mm. The balloon-sized diameter of the defect measured 25mm. The balloon was not stretched and hence this was stop-flow diameter. A 26mm aso should have been implanted. The aso stayed in place for more than one day as it was placed properly. However, the diameter of the right atrial disc is only 5mm larger than the waist and the aso was undersized by about 4mm. It ultimately embolized into the left ventricle. The primary cause of embolization was under-sizing of the aso.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.